Event description:
The surgeon reported that under topical and local anesthesia. He dilated the left and right maxillary, left and right frontal, and left sphenoid sinuses and during the dilation of the right sphenoid using a rigid metal suction, he "punctures a hole into the front face of the sphenoid sinus" and place an acclarent 7x24mm ultirra balloon through the opening and inflated the balloon to 10 atm. The surgeon was aware of the rigid suction penetrating the posterior wall. The surgeon identified a posterior wall defect and cfs leak and placed an absorbable packing over the defect. The patient remained in the hospital on intravenous antibiotics until (B)(6) 2012.

Manufacturer narrative:
Acclarent followed up on this report to gather additional information. The surgeon stated that the defect was caused by the off label use of the acclarent devices by inserting a suction to create a sinus opening rather than using a guide and wire. He also stated that all of the acclarent devices performed as expected and had no difficulty with any of the acclarent devices. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. No other devices were returned for evaluation from the user facility. User handling and/or use of other devices during the procedure could not be excluded as contributory factors to this report. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.